Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. As received, the cable connecting the distribution node (dn) and front therapy electrode (te) was pulled from the dn strain relief, pulling the j703 connector from the dn pca board. The root cause of the damaged cable, connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating electrode belt (B)(4) for an unrelated issue, a reportable problem was found. The belt had a damaged cable.